Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0. 320-38-00 - equinoxe reverse 38mm humeral liner +0.

Event description:
As reported, approximately 8 years postop the initial right tsa, this (B)(6) y/o old female patient presented with right shoulder pain. Imaging showed the stem had loosened. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the humeral stem and subsequent pain. However, this cannot be confirmed because the component was not returned for evaluation. Section h11: the following sections have corrected information: (d3) common device name: humeral stem primary, press fit 7mm; (d4) model number: na, catalog number: 300-01-07, serial number: (B)(6).